Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 1000 mg/dl due to a bent cannula and they were not aware how high blood glucose level had gotten. Therefore, patient tried to treat it with bolus via pump, but patient's son drove him to the hospital as he was not able to drive himself. On (B)(6) 2020, he was admitted to the hospital due to diabetic ketoacidosis. Patient's highest blood glucose level was 1000 mg/dl. The infusion set had been used for two days and patient did not notice any damage to the infusion sets when the package was first opened. During hospitalization, patient received fluids and unspecified medication (drug name unknown) via intravenous route which resolved the issue. On (B)(6) 2020, he was released from the hospital with no permanent damage to the patient. Moreover, the patient replaced infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.